Event description:
During a unspecified procedure, the maverick2 monorail ptca catheter balloon was attempted to be infalted to 5 atms but wounot inflate. It is further reported the balloon had already burst. No pt 's injuries or complications were reported.